Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received motor error. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the opening of the battery compartment was crumbling and falling apart. She was assisted in troubleshooting. The customer thinks that the insulin was leaking inside the insulin pump. The insulin pump will be returned for analysis.